Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "part of the drill was broken off during pelvic surgery. The damaged fragments cannot be removed and remain in the body."

Event description:
As reported: "part of the drill was broken off during pelvic surgery. The damaged fragments cannot be removed and remain in the body."

Manufacturer narrative:
The reported event could be confirmed, since the drill bit is broken apart as complained. The device inspection revealed the following: the visual inspection has shown that the complete forefront with the cutting edges is broken off at the crossover to the shaft, no fragments were returned for evaluation. There are stress marks at the shaft above the fracture face visible, the rolling test has shown that the drill bit is not straight anymore in this area, which indicates that the device was exposed to lateral stress. The microscopic evaluation has shown that the fracture face has the typical view of a brittle overload fracture with chevron marks on the surface and a shear lip on one side. There is a dent visible in the at the fracture initiating zone, which indicates that a metallic contact did lead to a mechanical overload. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The breakage was caused due to a bending overload and a possible contact with a hard/metal object during use. If more information is provided, the case will be reassessed.